Event description:
It was reported that during a weekly surgeon meeting a post-op x-ray showing failed hammertoe procedures was reviewed. It was reported that the pt required revision.

Manufacturer narrative:
No further pt information was provided at the time of this report or made available in response to follow-up communication. Per the rep present during the surgical case improper surgical technique and implantation of the devices contributed to the event. It was reported that the surgeon had difficulty placing the implants. Eight implants were placed during this case. Intraoperative x-rays were requested but not provided. A postoperative x-rays was reviewed and shows that stable anatomic reduction and placement of implant was not appropriately done. The device was requested for evaluation but was not returned. Device history record review revealed nothing relevant to this event. The implant met release requirements prior to distribution. This is device report 2 of 8 for this case and pt.